Manufacturer narrative:
The complaint is currently awaiting investigation by supplier. No corrective or preventive actions can be implemented until the investigation has been completed. The device will be investigated by the supplier.

Event description:
We have been informed that during surgery, the eva triggers a message during priming indicating that the clamping failed and that the cartridge should be removed. In the end, the issue could not be resolved and a back-up unit was used. 3 new cartridges were used to test whether it was a cartridge issue, but later inspection showed that it was a pump issue instead. Surgery was prolonged more than 30 mins. No report that actual patient harm occurred.

Manufacturer narrative:
The device will be investigated by the supplier. Since the eva nexus 9000.com02 with serial number (B)(6), is not listed on the us market, this case should not have been reported to the FDA. Following up to that, the most likely cause for the reported event is due to a defective pump. The follow up mdir will be submitted to the belgium competent authority.

Event description:
We have been informed that during surgery, the eva triggers a message during priming indicating that the clamping failed and that the cartridge should be removed. In the end, the issue could not be resolved and a back-up unit was used. 3 new cartridges were used to test whether it was a cartridge issue, but later inspection showed that it was a pump issue instead. Surgery was prolonged more than 30 mins. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is currently under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, the eva triggers a message during priming indicating that the clamping failed and that the cartridge should be removed. In the end, the issue could not be resolved and a back-up unit was used. 3 new cartridges were used to test whether it was a cartridge issue, but later inspection showed that it was a pump issue instead. Surgery was prolonged more than 30 mins. No report that actual patient harm occurred.